Event description:
The customer contacted stryker to report that their device failed to shock during use and the shock button intermittently works. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and duplicated the reported issue. Stryker replaced the device's main keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the replaced main keypad and found the solder joint on the keypad connector was fractured, making the shock key intermittent. This was the root cause of the reported issue.